Event description:
It was reported patient was at the health care provider¿s office the day of the call to reprogrammed and was noted that "lead into it has zero...getting zero...that was not good and was corrected¿ and was unclear was patient was referring too. It was reprogrammed and working better now. It was indicated that the present neurostimulator ins was not working right and was giving patient too trouble for 4-5 months but was working now. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v053691, implanted: (B)(6) 2007, product type: lead. Product ID: 3889-28, lot# v053691, implanted: (B)(6) 2007, product type: lead. (B)(4).